Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with anemia. Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2022 revealed gastritis with no active bleeding. Starting a proton pump inhibitor (ppi) was recommended. On (B)(6) 2022, the patient received 1 unit of blood and was deemed stable enough to be discharged. They were taken off coumadin with plans to repeat hematocrit and hemoglobin tests. If these were found to be stable then the patient would be restarted on warfarin.